Event description:
It was reported that an asymptomatic patient was presented remotely via merlin.net. The atrial lead exhibited noise, and the noise was reproduced in clinic through isometrics. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.